Manufacturer narrative:
Per the user guide: accessories for charging from wall and automobile outlets, as well as from a pc usb port, are included with the pump. Use only the accessories provided with the system to charge your t:slim x2 pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the pump battery rapidly depleted. Tandem technical support confirmed an instance of rapid depletion in the pump history. Customer's blood glucose was approximately 176 mg/dl. Upon follow up, customer reported that the non-tandem usb cable was replaced with another non-tandem usb cable and after charging, the battery depletion was minimal.